Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical inc. (Isi) technical service engineer (tse) informed the customer that if the issue happened again, the customer could remove the endoscope, clear guided tool change, position the endoscope to the desired position and reinstall it. The customer later confirmed that the procedure was completed with the same endoscope. The instrument was undocked and redocked to trocar. It worked as intended for rest of the case. The endoscope would not be returned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was attempting to install the 30-degree endoscope in the up position, but the system kept positioning the endoscope in the down position. The customer tried another endoscope but ended up undocking and redocking to resolve the issue. An intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer that if the issue happened again, the customer could remove the endoscope, clear guided tool change, position the endoscope to the desired position and reinstall it. The customer agreed and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed at the time of was a robotic cholecystectomy. The image was inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The endoscope did not move with unintuitive motion. It was a 30-degree endoscope, and it was installed up. The surgeon confirmed the desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The procedure was completed with the same endoscope. The instrument was undocked and redocked to trocar. It worked as intended for rest of the case. The endoscope will not be returned, it has been working without issue since report.